Manufacturer narrative:
This report is submitted on january 25, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthetic and underwent skin revision surgery to remove abutment on (B)(6) 2018. Infection was present and the patient was treated with oral antibiotics; however, the infection was not resolved and the patient was hospitalized (date not reported) and treated with IV antibiotics.